Manufacturer narrative:
The elab tested the component replaced as a precaution and found it functioned as designed.

Event description:
The service report states that the customer alleged that the audible alarm failed to activate during an alarm condition. The co customer support engineer (cse) inspected the device and could not duplicate the reported event. As a precaution the cse reseated the utility harness and printed circuit boards and replaced the audible alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.